Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional email address (e1): (B)(6). Device evaluation: rupture: observed, one opening radius side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Creases are observed. Stress marks are observed assessed as non-penetrating nick. Additional, changed, and/or corrected data: d4, d6a, d9, e1, h3, h6.